Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unspecified date in 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and while hospitalized the patient was diagnosed with peritonitis. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from this peritonitis event. It was reported that pd therapy was discontinued. All available information was obtained.